Event description:
In 2008, the pt reported he has received several 04 (occlusion) messages on his insulin infusion device. He stated this has happened 3 times with the same infusion headset and tubing. He said the infusion headset had been in use for 1 day and the tubing for 3 days. The infusion set and tubing was requested to be returned for eval. On the next day, the pt called back and stated he continues to get occlusion messages although he has tried different infusion sets. He stated he does not get occlusions during basal delivery but does when he tries to bolus. To troubleshoot, the pt was instructed to disconnect from his headset and prime which went through without error. Complimentary batteries and a new piston rod was sent to the pt for troubleshooting purposes. On four days later, the pt called and stated he has changed all accessories and continues to receive occlusion messages. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.